Event description:
A customer reported receiving a minimum fill notification while using their device. There was no adverse impact to the customer's blood glucose level. The customer reloaded the same cartridge, which contained 80 units or more of insulin, successfully resolving the issue and allowing them to resume insulin delivery.